Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The 90% stenosed target lesion was located in a previously implanted stent restenosis in a moderately tortuous and severely calcified unknown vessel. The 4.50mm x8mm nc quantum apex balloon catheter was advanced to treat the target lesion. At an unknown inflation, the balloon ruptured at 12atms nominal pressure. The device was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).